Manufacturer narrative:
(B)(4).

Event description:
The dentist reported that the abutment screw fractured post restoration.

Manufacturer narrative:
Visual inspection has confirmed the reported event. The device history record review for the screw was performed and did not identify any manufacturing deviations which would result in or contribute to this complaint. A definitive root cause has not been determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes.¿ (B)(4)

Manufacturer narrative:
Changed no to yes and added date returned to manufacturer, added concomitant product and therapy date, aware date, additional information box checked, added explanation.